Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text (B)(6) 2018 , (B)(4), initial notes: cust states he has been having issues with the mios. Inquired what led up to the complaint. Customer response: cust states he will insert the mio and a few hours later his bgs will rise and will not know until his bg is high. Cust states has been wasting infusion sets and is not liking that. Cust states he feels as if the product is being sold for sales. Cust states he has never had anyone help him and when he first got the pump it took a long time to get someone to contact him to get training on his pump. Cust states he came from animas and has never had any issues. Bent cannula troubleshooting per (B)(4) . Customer reports the infusion set cannula is: bent. Site location: abdomen inquired if customer stands upright when inserting infusion set. Found: yes inquired if customer has sufficient sub-q tissue where set is inserted. Found: yes set insertion method used: using mios inquired if customer experienced any issues with serter during use. Found: when pulling the serter back it is hard to release inquired if customer has issues with scarred tissue, hardened tissue or stretch marks. Found: some scarred tissue but avoids areas. When bent cannula occurred: few hours after insertion length of time infusion set has been in use: few hours of wearing the infusion set inquired if customer had any issues with tape not adhering. Found: no issues adv an inf with a longer cannula may bend against muscle on lean customers. Adv an inf in an area with low body fat may bend against muscle on lean customers. Adv if the needle is removed when the inf is not flush with the skin you can lose rigidity and support for the cannula. Adv handling inf per guidelines will help avoid potential kinks or bends to cannula, e.g. Slowly removing adhesive tape liner and needle guard during preparation and insertion process. Adv if the set is inserted in areas where clothing might cause irritation (beltline, etc.) This may lead to bent cannulas. Adv if the set is inserted in areas where scarred or hardened tissue or stretch marks are present it may result in bent cannulas. Adv if the set is inserted into the 2-inch area around the belly button region it may result in bent cannulas. Reviewed recommended insertion technique as per IFU. Reviewed recommended taping technique as per IFU. Reviewed recommended site preparation methods as per IFU. Reviewed recommended site locations as per IFU. Explain the infusion set should be 2 inches away from the belly button region and 3 inches away from the previous insertion site. Adv to change the infusion set. Customer's outcome pertaining to the complaint: adv cust since he has been having issues with the sets I am able to provide him the silhouettes to try and to see if they work better for him. Adv cust of the different infusion sets. Adv cust the box will be sent overnight to be delivered tomorrow by 10:30a. Additional notes: over 400 mg/dl cust states with animas he was using a set that went in at an angle and was about 13mm long. Ship: mmt-381 / return: nothing.